Event description:
An infusion pump over delivered during pt use. The medication involved was demerol and the prescription rate is unk. The biomed reported that the clinician stated the pump was to deliver 44.0ml in 7 hrs. The infusion was started at 2000 hrs and checked at 0300 the next day. The clinician reported the pump delivered 44.6ml/4 hrs and 15.4ml/3 hrs for a total of 60 ml delivered. The biomed reported the clinician did not change the prescription rate but the pump over delivered by 16 ml. When the pump was checked at 0300 hrs the pt was reported to be awake and complaining they wanted more medication. In addition, the clinician reported to the biomed, that the pump was hot to the touch and was making a clicking noise. There was no patient injury or medical intervention reported. The tubing set and battery was not saved.